Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively and the explanted ipg will not be returned.